Event description:
It was reported to philips that the device gave an error message "abnormal shock dose delivered" when using internal paddles on a patient. The user performed 3 shocks on the patient with the internal paddles and the message appeared with each shock. The user then got a new defibrillator to finish the treatment. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device gave an error message "abnormal shock dose delivered" when using internal paddles on a patient. The user performed 3 shocks on the patient with the internal paddles and the message appeared with each shock. The user then got a new defibrillator to finish the treatment. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.